Event description:
The surgeon alleged the following event to the sales rep: "when the plate was implanted on (B)(6) 2012, surgeon identified a blocking of a locking screw. During the explantation of the plate, it was impossible to extract this screw despite all the specific instruments available for extracting broken screws. A tungsten drill was used to extract the plate and the 3rd screw could not be extracted and remained into the pt."

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report. Associated devices: shbip9ts humeral plate, distal medial numelock ii 5 holes lot# unk. (B)(4) locking screw numelock ii 4.5x60mm lot# unk.